Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a fractured triathlon modified insert trial was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not available for inspection. -medical records received and evaluation: not performed as patient factors did not contribute to the reported event. -device history review: not performed as the lot ID is unknown. -complaint history review: not performed as the lot ID is unknown. Conclusions: although the device was not available for inspection, it is believed the event is related to similar events that occurred as a result of multiple overload conditions during trialing. No further investigation for this event is possible at this time. If the device or additional information becomes available, this investigation will be reopened.

Event description:
It was reported during surgery of patient right knee, doctor broke an insert trial while putting knee in range of motion. The trial snapped because knee was tight.

Event description:
It was reported during surgery of patient right knee, doctor broke an insert trial while putting knee in range of motion. The trial snapped because knee was tight.